Event description:
Placed pt on lp12 defib paddles/cables option when 'no connection' existed. Checked cables and no operator error. Defib cable failed and could not defibrillate pt in cardiac arrest. Used lp12 monitor and bls units AED to deliver shocks to v.fib & v.tach. Pt outcome at ER was return of pulse & respiration. Unk - long-term outcome.